Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2007, inratio: >7.5, lab: 1.2; inratio: 1.0, lab: 1.2.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2007, inratio: >7.5, lab: 1.2, mean: na, confidence limits: cannot be determined; inratio: 1.0, lab: 1.2, mean: 1.1, confidence limits: 1.0-1.5. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For the first set of data, the confidence limits cannot be determined. For the second set of data, both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Products will be tested. Ts updated this case in 2008. Per test "qa asked for lot# during complaint. Tsr called customer, no record of past lot except for previous. December records have been wiped from machine due to volume of tests." Called didn't have any strips lot record. Insufficient info available. No further testing can be performed.